Event description:
It was reported that a malfunction alarm with code malf 12 occurred, which was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully performed the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if issues persisted.